Event description:
It was reported that a malfunction occurred on the pump, with no notable events preceding it. There was no reported impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.